Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred on the previous night. The contact adjusted the tubing to site connection and resumed insulin. The customer's blood glucose (bg) level was not impacted. As tandem technical support was not contacted at the time of the issue, troubleshooting to determine a possible cause of the occlusion was unable to be performed.